Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/05/2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: the black box shows several ¿cs162¿ loss of prime due low none zero force warnings. The battery compartment is cracked at the case seal. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warning or any eaw occurred during the investigation. Unable to duplicate ¿unable to prime¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the fs flex pins/circuit.